Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during surgery, this thread broke 3 times. The thread is perceived as old, fragile and not of good quality". No patient harm or injury. The patient status is reported as "fine". See associated MDR # 3004365956-2024-00076 and 3004365956-2024-00077.